Event description:
It was reported via repair work order that the lift hi/lo was inoperable and the bed may have been stuck elevated due to motor can control board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.